Event description:
A left leg sfa atherectomy and angioplasty ballooning was being performed on a female pt with pre-existing pad. As the atherectomy device was being pulled out of the balkin sheath, the check flo valve fell off. As the user continued to remove the device, the sheath unraveled, "spiraled" apart. The user was able to remove all parts. Pt was not adversely affected. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
No product was returned to assist in the investigation. Reviews of complaint history, mi, qc and trends were conducted. Final inspection for flexor check-flo ii introducer requires 100% inspection to confirm flare on proximal end of sheath is caught securely in the fittings. Fittings and coils are manufactured properly. Furthermore, IFU informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. It was reported that during a left leg sfa atherectomy and angioplasty ballooning procedure, the valve assembly separated and the sheath continued to separate into segments resulting in minor harm to the pt as a result of the physician removing the separated portions. All pieces of the device were successfully removed. Complaint product has not been returned, therefore, complaint confirmation was based on customer's statements of the event. Without benefit of inspecting the complaint device or more detailed info, it is difficult to determine with certainty why the reported failure occurred. The appropriate internal personnel have been notified of this occurrence and we are continuing our monitoring of complaints for this failure mode. Per the conclusion of the risk assessment, no further risk reduction is required.

Event description:
A left leg sfa atherectomy and angioplasty ballooning was being performed on a female pt with pre-existing pad. As the atherectomy device was being pulled out of the balkin sheath, the check flo valve fell off. As the user continued to remove the device, the sheath unraveled, "spiraled" apart. The user was able to remove all parts. Pt was not adversely affected. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Catalog #: kcfw-6.0-38-40-rb-blkn. Expiration date unknown as lot is unknown. UDI #: unknown as lot is unknown. Unknown as lot is unknown. Investigation- evaluation: a review of the complaint history, manufacturing instructions (mi), quality control (qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. The device was returned in a used and damaged condition: the fitting had separated from the sheath, which had separated in two places with severe thinning and elongation; however, the coil remained intact. Although severely damaged during use, the flare appears to be of adequate size. Final inspection for flexortm check-flo ii introducer requires 100% inspection to confirm flare on proximal end of sheath is caught securely in the fittings, fittings and coils are manufactured properly. Furthermore, IFU informs the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. It was reported that during a left leg sfa atherectomy and angioplasty ballooning procedure, the valve assembly separated and the sheath continued to separate into segments resulting in minor harm to the patient as a result of the physician removing the separated portions. All pieces of the device were successfully removed. The condition of the returned device reveals that it had been subjected to forces beyond its design strength. Root cause has been revised.

Event description:
A left leg sfa atherectomy and angioplasty ballooning was being performed on a female patient with pre existing pad. As the atherectomy device was being pulled out of the balkin sheath, the check flo valve fell off. As the user continued to remove the device, the sheath unraveled, "spiraled" apart. The user was able to remove all parts. Patient was not adversely affected. Updated information as of 14oct2014: dm emailed stating "to remove it all the physician did was tug on it until the whole thing came out. The tech did mention that after the atherectomy, the patient's vessel seemed to spasm, tightening on the sheath making it difficult to remove." The patient did not require and additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.